Event description:
(B)(4). Terrible sharp, stabbing pains in my side when I turn, sit up from a laying position, run. Etc. My hair is falling out. Depression, anxiety. Serious bloating that makes me look 6 months pregnant. Memory loss extreme fatigue. Bleeding on and off every couple of days.